Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) / paroxysmal supraventricular tachycardia ablation, and the patient experienced complete heart block that required pacemaker insertion. During an avnrt procedure, when the last fifth session of ablation with a thermocool smarttouch sf catheter was conducted, a complete heart block occurred. External pacemaker was placed, and the patient left the catheter room without any problems. The physician had plans to check symptoms the next day and if the complete heart block continued, an implantable pacemaker will be implanted. The patient fully recovered. The patient has been discharged from the hospital after a leadless pacemaker was placed. By implanting a leadless pacemaker for av block, the palpitations caused by atrial fibrillation were resolved, resulting in improvement of the patient's condition. The products were used without any problems and the procedure was completed successfully. The physician denied any relationship with the products. No abnormalities were observed prior to or during use of the product. The physician's opinion on the cause of the adverse event was patient condition. The patient had anatomical difficulties, and the fast pathway was in a position different from the usual. The patient also had frequent atrial fibrillation which made the case difficult.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31445209l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).